Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 08-jan-2026. Investigation summary: bd received one sample for investigation. The sample could not be tested due to blood contamination. Retain samples could not be tested for the reported condition since a batch number was not reported. The device history records could not be reviewed as the lot number is unknown. This complaint is unable to be confirmed for the indicated failure mode: inability to attach as intended. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, the tube detached from the device resulting in a sudden spray of blood. This occurred one time. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, the tube detached from the device resulting in a sudden spray of blood. This occurred one time. No adverse impact was reported regarding the patient or user.